Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events perforation: uterus, bladder problems, urinary problems, bladder infection, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: reporters details updated and patient demographics were added. Essure indication updated. On (B)(6) 2013, she implanted essure (previously reported as 2013). On (B)(6) 2019, she explanted essure. Injury events was updated to perforation: uterus, bladder problems, urinary problems, bladder infection, uti, vaginal infection, fatigue , dental problems, weight gain, bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. C96077-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), vaginal discharge ("vaginal discharge"), obesity ("morbid obesity"), back pain ("lower back pain"), sciatica ("sciatic back pain"), arthralgia ("hip pain"), mood swings ("mood swings"), migraine ("migraine"), pulmonary thrombosis ("blood clots in lungs"), spinal osteoarthritis ("osteoarthritis of spine") and hypertension ("hypertention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, weight increased, depression, vaginal discharge, obesity, back pain, sciatica, arthralgia, pulmonary thrombosis, spinal osteoarthritis and hypertension outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings and migraine had resolved. The reporter considered arthralgia, back pain, bladder disorder, cystitis, depression, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, mood swings, obesity, pulmonary thrombosis, sciatica, spinal osteoarthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events prforation: uterus, bladder problems, urinary problems, bladder infection, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot # c96077 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), vaginal discharge ("vaginal discharge"), obesity ("morbid obesity"), back pain ("lower back pain"), sciatica ("sciatic back pain"), arthralgia ("hip pain"), mood swings ("mood swings"), migraine ("migraine"), pulmonary thrombosis ("blood clots in lungs"), osteoarthritis ("osteoarthritis of spine") and hypertension ("hypertention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, tooth disorder, weight increased, depression, vaginal discharge, obesity, back pain, sciatica, arthralgia, pulmonary thrombosis, osteoarthritis and hypertension outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings and migraine had resolved. The reporter considered arthralgia, back pain, bladder disorder, cystitis, depression, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, mood swings, obesity, osteoarthritis, pulmonary thrombosis, sciatica, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events prforation: uterus, bladder problems, urinary problems, bladder infection, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received: events: mood swings, abnormal bleeding vaginal, menorrhagia), depression, vaginal discharge, morbid obesity, lower back pain, sciatica pain, hip pain, hypertension, blood clot in lungs, osteoarthritis were added. Reporters, patient demographics, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.